Event description:
It was reported from health canada that this pacemaker reverted to safety mode. The device battery was suspected to be depleting prematurely. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The device was retained by the hospital and is not expected to be returned. The specific device serial number and original date of implant was not provided. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The local area sales representative was contacted for additional information. Because the product serial number is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. At this time, no further information is available. Should additional information become available this report will be updated.